Manufacturer narrative:
(B)(4). G2: foreign, event occurred in canada. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the femoral impactor pad broke at its base during impaction of the femoral component. The surgical technique was utilized, there was no surgical delay, or foreign bodies retained. Attempts have been made and no further information has been provided.